Event description:
Per the clinic, the patient experienced non-auditory pain at the implant site. The patient also reports nausea and dizziness with device use. Reprogramming attempts were made; however, the issue could not be resolved. The patient has reportedly stopped using the device.the implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.